Event description:
Adr reported information: at around 10:30 am on june 2, 2024, when preparing to inject insulin for patient (B)(6), found that it was broken at the connection of cannula and hub, which could not be connected and used properly. It was immediately replaced and no harm was caused to the patient. Call center confirmed the information with customer on july 24, 2024: no photos taken, no samples retained, and no customer response is needed. Sample availability: no sample availability details: no sample available.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.